Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter, translated from portuguese to english: the safety mechanism didn't activate even after several attempts and forcing it.

Event description:
No additional information provided the safety mechanism didn't activate even after several attempts and forcing it.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 3026454. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.